Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a portion of the coyote es balloon catheter with a non-bsc guidewire. The hub/strain relief of the coyote es device was stuck on the non-bsc guidewire; as received. Majority of the proximal and distal portions of the catheter; including the balloon, markerbands and tip, were not returned for product analysis. Only the hub, strain relief and 4.5cm of the outer shaft were received for analysis. The non-bsc guidewire was protruding from the hub of the coyote es device 178cm from the top of the hub and 8.5cm from the bottom of the strain relief. Inspection of the returned portion of the device presented no damage or irregularities. An attempt was made to separate the device from the guidewire but was unsuccessful. The guidewire used in the procedure was received with this device. The outer diameter (od) of the returned guidewire was measured with a calibrated snap gauge. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty in catheter entrapment occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A non-bsc guide wire could not be removed from the wire lumen of the 1.5mm x 20mm x 142cm coyote es balloon catheter. Both devices were then removed as one unit. During use of the device in the body, no catheter detachment occurred. However, after the device was removed outside the body, detachment at strain relief was noted. The procedure was completed with another of same device with no issues. No patient complications were reported. Patient's status was good.

Event description:
It was reported that difficulty in catheter entrapment occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A non-bsc guide wire could not be removed from the wire lumen of the 1.5mm x 20mm x 142cm coyote es balloon catheter. Both devices were then removed as one unit. During use of the device in the body, no catheter detachment occurred. However, after the device was removed outside the body, detachment at strain relief was noted. The procedure was completed with another of same device with no issues. No patient complications were reported. Patient's status was good.